Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have an f-66 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the f-66 alarm was determined to be damage to the lead acid battery. In order to correct the condition, the lead acid battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up report will be submitted.